Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, white particles on the shell, and flat creases. After autoclave cycle was observed: cloudy color in the gel. A microscopic analysis was performed which identified: a nick striated on patch. Based on the device analysis the final assessment is: a nick striated on patch assessed as surgical tool scratch like. Additional, changed, and/or corrected data: d.9, g.2, h.3, h.6.